Event description:
It was reported that the core micro drill would not stop running. No further information has been reported by the account.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.